Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) reviewed the event log and there were no significant error codes noted. The flow was notes as 1/6 lpm with the blower off. The fse replaced the flow sensor assembly to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
It was reported to philips the air flow assembly failed. There was no patient involvement or harm. This event was reported to have occurred during testing. There was no delay to therapy. The customer requested onsite evaluation and a quote for repair was sent. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received from the hospital's biomed who confirmed that the reported failure was that the unit failed the air flow accuracy test during preventive maintenance (pm). The biomed indicated that the unit was reading outside of the specified range during testing and therefore required the flow sensor assembly replacement. It was confirmed that there were no alarms or errors reported prior to pm service and no patient incident occurred. The unit was undergoing routine maintenance without an incident or failure prompting the service. Air flow accuracy test failure does not have the potential to result in harm or injury if the malfunction were to recur. Based on the newly received information, this event no longer meets regulatory reporting criteria and is being reassessed as not reportable.